Manufacturer narrative:
(B)(4): results -restenosis of vessel in stented segment; root cause of restenosis unk.

Event description:
Seventy-five - 80% in-stent restenosis was reported in the distal half of the complete se stent. A 7 x 50mm covered stent was implanted to treat the restenosis during the revascularization procedure.

Event description:
During the index procedure, one complete se stent was implanted to the mid right sfa. Approx 11 months post index procedure, decreased velocity was reported. The investigator reported a definite relationship to the study device. A clinically driven target lesion/ target vessel revascularization was performed. Pt recovered with treatment.